Manufacturer narrative:
The hospital is not returning the instrument, but we received a picture that showed the broken beak. The beak was black in color and was somewhat different in shape; our beaks were white in color until 2006 and then changed to gray. We have never produced a black ceramic beak. We believe this instrument was 3rd party repaired and incorrect parts were used and is the possible reason for breakage. Karl storz does not authorize 3rd party repair and does not provide replacement parts to anyone. Hospital is not releasing.

Event description:
Allegedly, during a follow up procedure, the doctor found a broken beak that was left in the patient from a june turbt procedure. The doctor removed beak and went on to complete procedure. The hospital reported that there was no injury caused to the patient during retrieval.